Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy- (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, cystitis, migraine, headache and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided... Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events added: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, bladder problems, urinary problems, bladder infections, migraine, headaches, weight gain. Outcome of the event menorrhagia was updated to recovered/resolved. Reporter's information was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) , the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), the first episode of cystitis ("bladder infections"), migraine ("migraine"), headache ("headaches"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), the second episode of cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy-on (B)(6) 2018, salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, dyspareunia, dysmenorrhoea, bladder disorder, urinary tract disorder, migraine, headache, weight increased, vaginal infection, the last episode of cystitis, urinary tract infection and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis and the second episode of cystitis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received. New events added: abnormal bleeding (vaginal), vaginal infection, bladder infection, urinary tract infection, fatigue. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.